Manufacturer narrative:
Device passed the displacement test, self test, sleep current measurement and active current measurement. Power loss alarm and low battery alarm confirmed in the long trace. Detail trace analysis confirmed the device alarmed low battery and then alarmed power loss alarm was triggered when backup battery loaded voltage was less than 3.5 volts for 4 consecutive hours due to connector resistance. After disconnecting and reconnecting the internal battery connector at electrical board. Device was monitored and functioned properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had second occurrence of replace battery now alarm. Customer stated that the battery life diminished. Customer did not received a low battery alert prior to the replace battery alert or replace battery now alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.